Event description:
Results from device fluctuated, and not reportable. Controls failed. Blood specimen leaking from the device. Caller notified the MFR. MFR sent a replacement. Caller had same problems with the replacement device. Caller feels the malfunctions with this device puts pts' lives at risk.